Event description:
It was reported to philips that the user was unable to manually pan the table in the longitudinal direction. While attempting to move the table manually, the user pinched their finger between the table rail and the table-side lead shield, which resulted in a small laceration. The device was inside of clinical use at the time of the event. The procedure was completed, and no harm to the patient was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The additional information obtained identified that the laceration was self-treated using a band-aid, the injury did not impact the procedure, and the user did not have any time off work. Therefore, this injury was considered to be minor. A philips remote service engineer (rse) connected with hospital biomed and confirmed that the table would not pan from head to foot. The investigation identified that the table was unknowingly tilted by the user. When the table is tilted the longitudinal drive motor engages to assist with longitudinal movement and prevent un-commanded motion. When the longitudinal drive motor is engaged, manual movements of the table would require the user to exert extra force to counteract the resistance of the motor. The user continued to ¿muscle¿ the table, resulting in their finger becoming pinched. The rse instructed the hospital biomed to reset the geometry on the table side operating (tso) module by pressing the geo reset button, which zeroed the c-arm and table geometry (returned it to free-floating) which allowed the customer to then move the table in a normal manner. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury and as such the complaint was reported. Since that time, it was identified that the injury to the user did not meet the criteria for a serious injury. The pinching of finger between the table side lead shield and the table rail occurred because of user error as the user manually pushed the table when the motor was engaged, instead of using the tso. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.